Manufacturer narrative:
The drape accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, patient side manipulator (psm) 1 was not continuously draped. The disc and drape of the first arm are connected so that the disc should rotate, but the disc did not rotate. The procedure was aborted; there was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that psm1 was the problem, so psm 1 was replaced and the procedure was aborted.